Manufacturer narrative:
The leads were not returned for analysis. Therefore, the manufacturing process for the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.

Event description:
It was reported that this rv lead (linox sd) was capped and replaced during the ICD replacement due to oversensing with inappropriate shocks. The replacement surgery was decided and performed due to suspected breakage of the rv lead. During the same surgery the ra lead (selox sr 53) showed impedance measurements out of range and was also capped and replaced. Both leads were implanted and active for approx. 156 months. The information regarding the involved leads was received on 10-may-2021.